Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a device history review (DHR) for the reported lot number and no anomaly was found. The cause of the reported device issue could not be confirmed as no device was returned.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that indicates during unknown procedure ¿the thunderbeat generator showed error code u504. Teflon pad pieces/filaments were observed in the patient¿s abdomen while the device was being removed from the trocar. In addition, there were multiple attempts made to gather more detailed information regarding the incident with no additional information received.